Event description:
It was reported that the user suddenly felt difficulty in ligation because of misalignment of the jaws during a surgery. He/she tried to ligate several times but failed. Therefore, he/she replaced the applier with a new one to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, in c. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned thus we are able to validate this complaint. Further evaluation showed that although the tips are slightly loose and misaligned in the closed position this instrument was able to pick up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. It was noted during evaluation that the knob rotation mechanism is dry and sluggish feeling. This instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod (n001 85) fingers that actuate the jaws were damaged. (Pie's attached) we suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to ship ment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user suddenly felt difficulty in ligation because of misalignment of the jaws during a surgery. He/she tried to ligate several times but failed. Therefore, he/she replaced the applier with a new one to complete the surgery. No clip fell/remained in the patient.